Manufacturer narrative:
(B)(4). The device was manufactured november 1, 2015 ¿ november 2, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor tore during filling. There was no patient involvement. No additional information is availble.